Event description:
It was reported that the external pulse generator (epg) was being returned for repair. Further follow up did not yield any additional information on the reason for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.